Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device was received not deployed. The download data indicates the first prime completed at pulse 49 and deactivation occurred at pulse 59. The ratchet gear firing flat did not reach the release bar at the end of the second prime and therefore the needle mechanism did not deploy prior to deactivation. A drive stall was present in the download data at the end of the device run. The device was reset, connected to pdm and programmed to deliver a 5-unit bolus but the ratchet gear failed to rotate. Found that one side of each ratchet retainer pin was lifted, not installed correctly. The retainer pins were installed properly during the investigation and another reset was performed and the device delivered a 5-unit bolus with no issue. The device rotated the ratchet gear and deployed the needle mechanism with the retainer pins properly installed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.